Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a clave¿ neutral connector device was found to break during patient use. The reporter stated "the tip of the microclave connector has broken off, interrupting infusion. This problem occurs since the product has changed; the blue part is made of a different material than before. The event happened during priming. No blood loss and no unprotected chemo exposure. There was a delay in critical therapy but no adverse event happened. No adverse operator consequences, no med/surg intervention required. The device(s) were not changed out/replaced to check if there were no further problems encountered. Involved device(s) is not available to be tested. The same lot of device samples are available. Mating device(s) available to be tested. There was patient involvement and no patient harm.

Manufacturer narrative:
A photo of the tip of the microclave connector that has broken off. One (1) used. List #011-c3300, clave¿ neutral connector; lot #13861345 was received and tested. The reported complaint of a broken microclave could be confirmed, the tip of the microclave was observed to be broken with some stress whitening marks. The probable cause of the broken microclave is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.